Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown, ubd: , UDI#: the system was serviced in the field and the issue was confirmed. The power supply (ps1) voltage was found to be low. The power was adjusted and the system then was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system has in itialization issues. It was possible to do fluoroscopic images but not 3d images. There was no patient involvement.